Event description:
Customer reported false negative urine hcg results on one pt vs. Positive serum quantitative results. Customer reported false negative urine hcg results when testing a pt sample two times. A serum quantitative test was performed with a result of 35,205miu/ml. No info was provided on pt medication or medical history. No lot number was available.

Manufacturer narrative:
Customer did not provide lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined without pt specimen in-house analysis. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.